Event description:
This report is based on information provided by philips bench and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the device displayed a "treatment unavailable: operation check required" message. Philips bench evaluated the device and confirmed the reported error message. Philips bench performed an operation check as the message would suggest is necessary. The operation check cleared the message resolving the reported issue. No issue was found with the device as it was performing as intended. Based on the information available, the reported error message was confirmed. The cause of the reported issue was determined to be that an operation check was required as the message displayed suggested. Philips bench performed an operation check resolving the reported issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.